Manufacturer narrative:
Patient has instability. Revision surgery occurred to exchange the poly inserts. At the time of revision surgery, no implant failure or malposition was noted and the inserts were in the correct position. In full extension, a medial gap was noted. The medial poly insert was exchanged with a thicker poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient has instability. Revision surgery occurred to exchange the poly inserts. At the time of revision surgery, no implant failure or malposition was noted and the inserts were in the correct position. In full extension, a medial gap was noted. The medial poly insert was exchanged with a thicker poly insert.